Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was dislodged. A replacement procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.